Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred after the blood sample was applied to the test strip. At the time of the call the customer reported feeling weak; medical attention was not needed at the time of the call. The customer was using correct testing technique and is storing the test strips correctly. During the call on (B)(6) 2019 a blood test was performed by the customer and produced test result of 78 mg/dl fasting; customer was not concerned with the result.

Manufacturer narrative:
(Manufacturer narrative t, corrected data t) internal report(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-30-user applied blood to strip before inserting strip into meter. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification as no address on file. Correction: mlurc corrected after record review on 3/11/2019 and changed to mlc-30-user applied blood to strip before inserting strip into meter.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-21-improper technique of obtaining or applying blood sample test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification as no address on file.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred after the blood sample was applied to the test strip. At the time of the call the customer reported feeling weak; medical attention was not needed at the time of the call. The customer was using correct testing technique and is storing the test strips correctly. During the call on (B)(6) 2019 a blood test was performed by the customer and produced test result of 78 mg/dl fasting; customer was not concerned with the result.